Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had broken off at top o-ring seal where reservoir fits in. Low battery alert less than a week. Customer's blood glucose was not given. Product will not be returning for analysis.